Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: sion. Guide catheter: heartrail ii al1 6f. Stent: synergy 2.5x24. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure as the device likely interacted with the anatomy during advancement; however, a conclusive cause for the reported rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.5 x 15 mm trek rx balloon met resistance with anatomy during advancement to the de novo lesion located in the mildly calcified, distal right coronary artery. At the lesion, the trek ruptured during the first inflation at 6 atmospheres. The device was replaced with a non-abbott balloon. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.